Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c is available in the USA with a 510k number k190805. Evaluation summary it was caused due to the dust from the lens unit of the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is a dust at the7 and 9 o'clock direction.